Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the home choice (hc) during dwell 3 of 5, followed by a system error 2367. The technical service representative (tsr) explained both of the alarms to the home patient (hp). The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting, and patient line extensions were not being used. The patient had not disconnected prior to the alarm. The supplies were not damaged by an outlet port clamp or assist device. The hp stated that he had disconnected a bag and then reconnected a new bag to one of the lines. The tsr explained aseptic set up of supplies on the hc. The tsr had the hp cycle the power to get to 'press go to start'. The hp was to restart with new supplies. Proper procedures were reviewed with the patient. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of system error 2240 was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.